Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, pain, chronic granulating inflammation as well as signs of a foreign body reaction in the vicinity of synthetic fiber network parts, "dog ear", and "fluid accumulation in the area of the double-lumen prosthesis.

Event description:
Patient representative reported "capsular contracture baker grade IV, pain, chronic granulating inflammation as well as signs of a foreign body reaction in the vicinity of synthetic fiber network parts," "dog ear," and ¿fluid accumulation in the area of the double-lumen prosthesis.¿ patient representative additionally reported "depression" and "anxiety"; these events are not device related. Device has been explanted. This relates to the left side.